Manufacturer narrative:
Batch review performed on 04 april 2022 lot 2103241: (B)(4). Expiration date: 2026-05-18. No anomalies found related to the problem. To date, (B)(4). Other device involved: glenosphere details not available.

Event description:
Liner revision was performed on (B)(6) 2022 for implant dislocation (glenosphere from liner) during physiotherapy. The primary surgery was performed in (B)(6) 2022, the exact date is unknown. The new liner implanted is a ø39/+3mm. No other information is available.